Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. Upon interrogation a message "diagnostics cleared due to invalid data" was received. The clinician cleared the message and the follow up was successfully completed. The patient would be monitored normally.

Manufacturer narrative:
(B)(4).